Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be replicated. A field service engineer confirmed that the problem have been resolved. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the pyxis medstation es system auxiliary 1.2 cubie pocket b5 failed to release, unable to clear failed hardware off the machine. The customer stated that there was no delay to the patient's workflow as the user was able to remove medication from another station. There were no adverse events or injuries reported based on this incident.